Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient who had l5-s1 alif due to ddd. It was reported that ls screw backed out of cage after being final tightened. There was no patient symptom reported. There were no further complications reported regarding the event.

Manufacturer narrative:
B3: event date is not known. H6 : the device was returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Radiographic image review: - magnified view of the l5-s1 interbody graft shows that the l5 set screw is slightly backed out. - lateral view: the l5 screw appears correctly inserted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.